Event description:
The customer reported that the system failed to boot up to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system connections were evaluated and reseated. The system voltage was optimized. The system was tested and found to be working as intended and returned to service.